Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. There was some undersensing due to the low amplitudes. The sensing vector at the time of the shock was set to the alternate sensing vector. The shock impedance was greater than 400 ohms. Technical services advised to get an x-ray. The x-ray confirmed the lead was completely broken. The doctor elected to explant both the pulse generator and the electrode. The system was successfully replaced with a new one. There were no additional adverse patient effects.